Event description:
The clinician reports the implant was inserted (B)(6) 2023 in the patient's mouth. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2024, non-osseointegration was verified. Patient presented with bone type iii and inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19pandemic in accordance with FDA guidance "postmarketing adverse eventreporting for medical products and dietary supplements during apandemic" published may 2020.

Event description:
The clinician reports the implant was inserted (B)(6) 2023 in the patient's mouth. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2024, non-osseointegration was verified. Patient presented with bone type iii and inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.